Manufacturer narrative:
Concomitant products: product ID 7495-51, serial # (B)(4), implanted: (B)(6)1997, product type extension; product ID 3587a, lot # l42007, implanted: (B)(6) 1997, product type lead; product ID 37743, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger; product ID 37743, serial # unknown, product type programmer, patient; product ID neu_recharger_acc, serial # unknown, product type recharger. (B)(4).

Event description:
Additional information received reported that the patient had no stimulation and no communication with the programmer or recharger.

Event description:
The patient has been having issues with his implantable neurostimulator (ins) and was hoping to find a company representative in his area to help with his ins. The patient experienced no stimulation sensation, he stopped feeling stimulation several weeks ago. The patient¿s issues with the therapy started a few months ago, ¿it was on and it would automatically go off and I would restart it and it would stay on for a little bit and it would go off¿. The device did that for a while. The therapy was not working as expected. Then the patient tried leaving the therapy off for a while. The patient tried turning his therapy back on several weeks ago and encountered issues with his patient programmer (pp) and recharger. The patient¿s legs were killing him and his back hurts. The pain has been ongoing, sometimes the pain was worse than other days. The pp was not able to make adjustments both with or without the antenna attached. The patient tried using his therapy several weeks ago and got the screen on the pp. The patient thought it was the screen with the hand pointing to his battery. The patient tried changing the pp batteries. It was determined that the pp showed the ¿turn your ins on¿ screen. When the patient tried syncing, the pp showed the poor communication screen. The patient tried connecting without the antenna and got poor communication screen. There was a communication problem with the recharger. The patient could not connect to the ins with the pp or recharger. During the report the patient used the recharger and got the ¿reposition antenna¿ screen. The patient has had this issue with the recharger for the past few weeks. The recharger battery was fully charged. Additional information has been requested.